Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two leads in the cervical area for bilateral shoulder, arm and finger pain on (B) (6) 2009. It was reported that one of those leads migrated to the ipg pocket site (buttock area) where a hematoma developed as well. There were no problems reported for the other lead. The physician explanted the lead and replaced it with a paddle lead. No devices were returned for eval. F/u on the pt found that he is doing well with no further issues reported.